Event description:
It was reported that the external pulse generator would "lock up" intermittently and there would be no output, even though the light-emitting-diodes (led's) were flashing. It was noted that the battery was not depleted. The generator was returned for service. There was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Lower case and side bail covers are broken. Lcd (liquid crystal display) lens is cracked. Knobs are contaminated.

Event description:
It was reported that the external pulse generator would "lock up" intermittently and there would be no output, even though the light-emitting-diodes (led's) were flashing. It was noted that the battery was not depleted. The generator was returned for service. There was no patient involvement associated with this event.